Event description:
Event description cpi received information that this implantable pulse generator (ipg), three months post implant, exhibited ventricular impedances >2500 ohms in unipolar and bipolar configurations. Ventricular capture remained intermittant at maximum output. The sensing threshold was 8.4mv. The atrial channel parameters were normal.